Event description:
It was reported that during an unknown procedure, the tips of the scissors penetrated the cap covering scissors. The tyvek was damaged by the tips. A nurse found it before the package intended to be opened. The package was not opened. The device had been taken out from the outer box and it was being stored on a shelf. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the 5dcs package was visually inspected. The device tips were visible protruding from the red protective cap on the device. The package was opened for further inspection and testing. The dye test was performed per tm5016 on the fmp lidstock material and on the film blister. Dye test failed as the dye flowed through holes that were present in both the lid and blister. The holes in the packaging materials were caused by the pointed device tips. The device that was in the primary package was also inspected. The device shaft was found to be bent. The red pvc tip protector on the distal end of the device had also failed. The sheers on the distal tip of the device punctured the red tip protector. The exact event that caused the failures is unknown. The bent shaft on the 5dcs device indicates that the primary package was exposed to excessive external handling event during some phase of distribution to the customer. The sheers on the distal tip of the product punctured the red tip protector during that excessive handling event and once the sheer tips were exposed they contacted and punctured the transparent forming film and white lidding film which resulted in holes in the primary package.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). There was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the picture, it was noted that the tip of the scissors penetrated the cap that covers the device; this condition led to the damage of the packaging of the device. All product is 100% inspected prior to release. No conclusion could be reached.